Event description:
It was reported that there was an unknown error with this device and it was working on case server mode. The procedure had to be canceled, the condition related to patient sedation is unknown. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that there was an unknown error with this device and it was working on case server mode. The procedure had to be canceled, the condition related to patient sedation is unknown. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse replaced the second relay mirror and after the replacement, it was reported that the device was working within specifications. Based on the available information, the reported device problem was confirmed as it is likely the mirror was damaged and contributed to the reported observation.